Event description:
The manufacturer received information alleging a trilogy ev300 device failed the active exhalation test prior to a field corrective action or field change order (fco) being implemented. There was no allegation of patient harm. The device was not in patient use. During the evaluation of the trilogy ev300 device at the manufacturer's service center, the customer's complaint was confirmed. The technician replaced the proportional valve (aecm) and 3-way solenoid valve as per the field service manual to address the issue. All required tests passed. The system meets the specification for the performed service and is returned to use.